Event description:
Caller states that the patient tested 6-7 inr on the coaguchek system and 2-3 inr on a comparison lab. Exact values not provided. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.